Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 had failed to open. A field service engineer (fse) found that tower door 4 was humming during release and identified that sodium chloride 0.9 100ml bags stored in a plastic container bin were positioned at the rear of the shelf. The fse cleared the bags and reorganized the containers, then ran acceptance testing, and confirmed that the customer successfully recovered tower door 4 with normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 in tele a was not opening and was not unlocking. The customer had rebooted the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.